Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the infusion set was defective and caused his blood glucose level to rise to 497 mg/dl the day before the call. Blood glucose level at the time of the call was 297 mg/dl. Customer declined troubleshooting. No further information was provided.